Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, red particles in the fill channel and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one smooth crease opening. Fill inspection was performed and identified no blockage was in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.